Event description:
It was reported that during an unknown procedure, the device stopped working. When the device was cleaned, the tissue pad broke. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.